Manufacturer narrative:
Health effect: clinical code (B)(4). Health effect: impact code (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. The root cause could not be determined. All information reasonably known as of 14 jul 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a left lung placement (without a pneumothorax) occurred; it was additionally stated that the patient did not show signs of the lung placement and has recovered. Additional information received 14jul2022 reported that the date of placement was (B)(6) 2022 at 3:35pm. The medical doctor (md) completed a gastrointestinal (gi) scope and saw the lung placement; the md then ordered a (kub) kidney, ureter, and bladder xray to verify that it was in the lung. The patient was not intubated at the time of the tube placement. The patient had a dnr/dni in placed and was moved to comfort care. No chest tube was placed; the patient reportedly passed away.

Manufacturer narrative:
A sample was not available for evaluation; however, the customer provided images/tracings of the incident and the avanos corview cross-functional team reviewed the provided images. All photos of tracings provided show atypical placement pattern. The anterior view photo showed the backwards c shape which deviated too far up the midline compared to a typical placement. The lateral view photo showcased the atypical pattern best which remained at the same horizontal level before tipping slightly towards the patient's posterior. Due to the clean DHR and the provided images/tracing not following typical placement pattern, the root cause was determined to be "user: incorrect use". The device history record for lot 20080051 was reviewed and the product was produced according to product specifications. All information reasonably known as of 19 aug 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 26 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.